Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer replaced the half-height cubie drawer for drawers 3.1 and 3.2 and reseated the row board cables. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system indicated that drawers 3.1 and 3.2 were not detected on the bus and there was dissatisfaction regarding the inability to remove the ephedrine. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.